Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged difficulty breathing/short of breath, lungs issues. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging difficulty breathing/short of breath, lungs issues related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer was initially contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging difficulty breathing/short of breath, lungs issues related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Additional information was received and added to the report. The device was returned to the manufacturer's service center on 01/11/2023 for further evaluation. The device was evaluated on 07/05/2023. The device was returned to the manufacturer's product investigation laboratory for investigation. As per the investigation of the device found evidence of sound abatement foam degradation/breakdown was not observed in the base unit. As per secondary findings of the base unit observed the dust/dirt contamination on the flip lid seal, outside and inside of the blower box, and throughout the humidifier enclosure was inconsistent with degraded sound abatement foam contamination. The presence of contamination within the airpath, suggests a source external to the device. Slight black contamination at the blower seal of the blower box and it is consistent with the keratin contamination observed. The device's downloaded event log was reviewed by the manufacturer and found no erorrs. The manufacturer concludes unable to address the symptoms described and confirm the presence of contamination in the airpath.